Manufacturer narrative:
Evaluation summary: shelf life testing of the sterile barrier system to real time and accelerated aging has been performed as required by ansi/aami/iso 11670. The shelf life duration of this product has been demonstrated to maintain the integrity of the sterile barrier system for 5 years. After 5 years, the integrity of the packaging to serve as the sterile barrier is not guaranteed, therefore, the implanted device may not have been sterile. Zimmer has also done aging testing to support the 5 year shelf life in terms of material degradation of the crosslinked polyethylene material against oxidation. As per the package insert, component packaging should be inspected prior to use, and the component should not be used if the expiration date has been exceeded. Failure mode is failure to follow instructions as presented in the package insert with regard to inspecting expiration date prior to implantation. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported that 15 days after the implantation of the device, the hospital noticed that the product had been expired since november 2011.